Manufacturer narrative:
Patient age at the time of the event unknown/ not provided. Patient weight unknown/ not provided. Device lot number unknown. Product not returned.

Event description:
It was reported that the abutment screw (iunihg) loosened.

Manufacturer narrative:
Third acknowledgement has yet to have been received for this submission. One certain® gold-tite® hexed screw was returned for inspection with a mating restoration. The collar, drive feature, and body are noted to be worn, indicating use. The drive feature contains additional debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A singular root cause could not be determined. Alleged event is non-verifiable with the information provided. Device evaluated by manufacturer: change "no" to "yes".